Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to loose protruded drive support disk; unable to perform prime test, excessive no delivery test and occlusion test due to motor error; unable to verify e70 alarm in the alarm history due to history file over written with a47 alarms due to a corrupted history file. The insulin pump had normal operating current and pump passed self test, off no power test, displacement test and a21 test. The motor was tested outside of the device and passed. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device alarmed a motor position encoder error alarm. Customer's blood glucose was 88 mg/dl. Customer had gone through the airport security multiple times. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.